Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal follow up. During interrogation, electrocardiogram showed ventricular loss of capture. Ventricular lead trend was not stable. There was a large difference in impedance and sensing over time. Low impedance was noted along with inner insulation being damaged. The lead was explanted and replaced on (B)(6) 2018. Patient was discharged.

Manufacturer narrative:
Correction: .

Event description:
The lead was explanted on (B)(6) 2018.